Manufacturer narrative:
B4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/21/2021.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after five minutes into treatment with a theranova 500, a patient experienced dyspnea, a drop in blood pressure (no numerical values provided) and vomiting. The treatment was interrupted and the theranova 500 was replaced with a revaclear dialyzer. No additional information is available.